Manufacturer narrative:
(B)(4).

Event description:
A pt's extensions and leads were explanted due to an electrode infection. Analysis of the leads and extensions is not possible as they had been discarded by the hospital. On (B)(6) 2010 (and after the infection had resolved) implantation of 2 new octopolar leads was attempted, however, the leads could not be placed in the epidural space. Later, on (B)(6) 2010, a surgical lead (model no: 39565) and two extensions (model no: 37081-40) were successfully implanted. The pt's status was undetermined at the time of the report.